Manufacturer narrative:
Device evaluation: leak test was performed and found delamination and opening crack on diaphragm valve. A microscopic analysis was performed which identify opening crack, delamination. Based on the device analysis the final assessment is: delamination of the diaphragm valve. A crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.